Event description:
It was reported to medtronic minimed that the customer reported receiving pump error 43(an error in the motor was detected by reading unexpected value from hall sensor) and pump error 3(the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was partialy performed for the pump error 3, and the customer declined further troubleshooting. Troubleshooting was performed for the pump error 43, found the customer was able to clear the alarm successfully but was unable to rewind the insulin pump. Advised the pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During power up, the unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 3 alarm due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on 07/24/2025 12:54:42.000, 07/24/2025 14:12:31.000, 07/24/2025 14:47:50.000, 07/24/2025 18:10:13.000 and pump error 3 alarm on 07/24/2025 14:51:41.000, 07/24/2025 17:17:51.000, 07/24/2025 18:09:36. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, pump error 43 during testing and pump error 43, 3 alarms in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.